Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged inpen pairing issue, data log inaccuracy and insulin not exited during priming, and screw movement issue and stated screw was not moving as intended. The event involved product(s) mmt-8060 and mmt-105nnblna. Troubleshooting was performed for inpen not found issue and data log inaccuracy issue and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Screw movement issue troubleshooting was performed and customer tried another needle and primed inpen to resolve the issue and confirmed insulin was exited. No harm requiring medical intervention was reported. No product is expected to return for mmt-105nnblna. Product return is not applicable for mmt-8060.